Manufacturer narrative:
Company comment: this (B)(6) male type 2 diabetic patient experienced "abscess on high thigh" while using novo twist needles. The patient was injecting insulin through his clothes, which could be one of confounding factors for the occurrence of "injection site abscess." Diabetic patients are in general more susceptible to infections as high blood glucose level can weaken the patient's immune defenses. Novo nordisk has recommended the patients who are using insulin delivery device and needles (novo nordisk products) according to the instruction manual, of which any deviation can cause an undesirable effect on the patient. In this case, it is not known whether or not the patient has been trained in how to use the needles in accordance with novo nordisk leaflet.

Event description:
Novo twist needles sometimes bent during injection [needle issue] his blood sugars had been running high for the past 2 years [blood glucose increased]. Injecting insulin through his clothes [wrong technique in drug usage process]. Abscess on his thigh [injection site abscess]. Case description: this serious spontaneous device case reported by a consumer from the united states as "novo twist needles sometimes bent during injection," "injecting insulin through his clothes," "abscess on his thigh" and "his blood sugars had been running high for the past 2 years." It concerns (B)(6) male patient with type 2 diabetes mellitus who was treated with novotwist 5 mm (32g) (novotwist) needles from 2011 and ongoing. Patient's height: 170.18 cm. Medical history includes type 2 diabetes mellitus (since 1983), heart disorder and high blood pressure. Historical drug included metformin. The patient reported that he often injected his insulin through his clothes and had been doing so for years (date unspecified). The patient was using the needles with the concomitant medications novolog flexpen (insulin aspart) and levemir flexpen (insulin detemir). The patient reported that the novo twist needles sometimes bent during injection. He developed redness and swelling in the injection site where the needles were bending. The patient felt that he developed an abscess (date unspecified) on his thigh due to the needles bending while injecting. In (B)(6) 2013, the physician "lanced" and drained the abscess in the office and the patient recovered after taking a 10 day oral antibiotic regimen. In addition, the patient reported his blood sugars had been running high for the past 2 years, but due to his heart disorder. The action taken to novotwist needles was reported as no change. The outcome for the event "abscess on his thigh" was reported as recovered on an unspecified date in 2013. The outcome for the event "injecting insulin through his clothes" was reported as not recovered. The outcome for the event novo twist needles sometimes bent during injection" was not reported. The outcome for the event "his blood sugars had been running high for the past 2 years" was reported as not recovered. This case is linked with non-serious (B)(4).